Event description:
The facility reported the physician saw a long foreign material in the eye during patient post-op follow-up in 2007. It appears that half of the material is in the anterior chamber, and half is in the iris. It is "clearish-white" in color. The physician is going to leave the material in the eye as the patient's vision is 20/20, and the anterior chamber is quiet; no inflammation. No additional information is expected.

Manufacturer narrative:
The particle was not available for evaluation. We are unable to determine the root cause of the particle without a sample or lot number.